Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received reported that the patient was a participant in the system longevity study and during lead replacement a yellow pus-like liquid was found next to the ventricular lead. The culture was negative for organisms, however it was felt this was either a sterile abcess or liquified calcification. The patient was treated with antibiotics and the lead was replaced. No further patient complications have been reported as a result of this event.